Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patients ipg is having communication issues. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
It was reported that the patient had surgery enabled surgery mode but can no longer connect with their pc. Rep attempted connecting with the pc to confirm the message. Pc displays "cannot connect to generator, the generator is not responding". No intervention is planned. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.